Manufacturer narrative:
Not a pride issue.

Event description:
Provider alleges a truck couldn't make the turn, then reversed when the gentleman was crossing the crosswalk allegedly running over the consumer.

Event description:
Provider alleges a truck couldn't make the turn, then reversed when the gentleman was crossing the crosswalk allegedly running over the consumer.

Manufacturer narrative:
The device has not yet been made available for evaluation. Should further information or the device become available, a follow-up report will then be issued.